Event description:
It was reported by svc report that the fowler drifts under pt weight. The customer reported that they did not know if there was pt involvement; however, adverse consequences were reported.

Manufacturer narrative:
Fowler motor.